Event description:
Placement of the ipsilateral iliac leg graft did not reach the preferred landing site. Post angiogram noted the presence of a distal type I endoleak. The common iliac artery was noted to taper, narrowing above the hypogastric. The physician embolized the right hypogastric and placed an additional iliac leg graft, landing further into the right external iliac artery. Final angiogram noted a possible type ii endoleak at the proximal sealing stent. Physician to follow-up with a CT scan after act was at normal range and the effect of the heparin had been minimized. No further intervention was deemed necessary at this time. Distal type I endoleak was resolved with placement of the additional iliac leg graft.